Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that a temporary malfunction may have occurred in the lcd display. The device's lcd display needs to be replaced to address the issue. Due to lease up, repair was cancelled the device would be discarded.